Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully completed the reset. The malfunction code did not reoccur, and the customer was advised to continue using the pump while contacting support if issues persist.